Event description:
It was reported that during a drg trial on (B)(6) 2024, patient experienced headache due to cerebrospinal fluid leakage. As a result, patient was given a blood patch and the headache has resolved.

Manufacturer narrative:
A cerebrospinal fluid leak (csf) during implantation was reported to abbott. The patient underwent a drg l5 & l4 drg lead placement trial, there was a wet tap at l5, blood patch was given. Patient experienced headaches. The headaches have resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.